Manufacturer narrative:
(B)(4). The insulin pump was received with a scratched case, a completely broken battery tube threads, a cracked case behind the pump near the battery tube compartment and a pillowing keypad overlay. The test reservoir does lock properly inside the reservoir tube. However, the pump was unable to insert, lock the battery, and perform displacement test due to completely broken battery tube threads.

Event description:
Information received by medtronic indicated that the battery compartment was cracked and the battery did not stay in. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.